Event description:
Complaint # (B)(4).

Manufacturer narrative:
User reports twin pump head error and beltslip while testing the device. A getinge field service technician (fst) has been sent for investigation on 2021-02-23. The fst replaced both optical tacho boards. The system was checked according to factory¿s specification and all tests passed. The device was put back in use. The reported failure "head error" has already been investigated in a similar complaint# 705009545 dated on 2019-08-26. The most probable root cause could be determined as a broken wiring of the optical tachoboard. And the failure mode "belt slip" can be linked to the following most possible root causes according to our risk management file (dms# 2023585, v11). -wrong pump speed. Thus the reported failure could be confirmed. The product in question was produced in 2016-03. The review of the non-conformities during the period of 2016-03-01 to 2021-02-24 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded the occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The investigation is ongoing. A follow up medwatch wil be submitted when new information becomes available.

Event description:
The following was reported: error message : "head error" and "belt slip" in twin pump. Complaint #(B)(4).